Event description:
In reference to the medwatch report indicated, we earlier evaluated this report and determined that it was not a reportable event under MDR guidelines. The report received by us from the hosp indicated that it was not a serious injury, but rather a redness burn of first degree or less, which is like a moderate sunburn. This redness may occur with some pts depending upon the skin condition, pad application and age factor. It is not predictable whether it will nor will not occur, although proper training in application minimizes the possibility of occurring. Our clinical specialist medical research dr we consulted does not consider these marks to be burns in the clinical sense, and indicates they are typical on some pts. His actual words are, "I do not consider these marks to be burns in the clinical sense of serious second and third degree burns, which have necrosis and skin sloughing. These areas are red and usually slightly tender, and disappear over a course of about a week. They are equivalent of a moderate sunburn, which technically is considered a first degree burn, with vascular dilation and hyperemia."